Event description:
Follow up information reported that impedance testing on patient's ins were within normal limits. The ins was reprogrammed and the patient was reported as doing well with no further follow up needed. The cause of the issue was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported a power on reset (por) message was shown after charging and trying to turn the therapy on. It was unknown if the por was related to an overdischarge event. A warning por was shown and it could not be cleared, so the patient was redirected to the healthcare provider. The therapy had stopped due to por. There was pain around the implantable neurostimulator (ins) site as the patient stepped off the curb and "got fried." It hurt so bad at the ins site and the patient stated she was not able to clean her house it hurt so bad. The indication for use was spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.